Event description:
Reportedly the device could not be used to deliver defibrillator energy to a patient in transport to the hospital. No additional event information was reported. The patient was not resuscitated. The reporter stated patient outcome was not the result of the discrepancy, since the failure occurred shortly before patient delivery to the hospital when care was continued by hospital staff.